Event description:
The user reported that three IV sets were used when the pump alarmed as intended while the device was in use. There was reportedly no patient injured or consequence as a result of the alarmed event. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. No further details about the event are available.